Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis wil be performed and this report would be updated at that time.

Event description:
Additional information was received that the cause for the high shock impedances was not conclusively identified. The representative thought it might be related to calcium deposits, but this was not confirmed. The decision was made to explant and replace this right ventricular (rv) lead along with the associated device. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system displayed high out of range shocking impedances of greater than 125 ohms over the last several months. The patient presented to the clinic for right ventricular (rv) lead testing. Upon interrogation, an unrelated error code was noted on the device, so the high voltage (hv) testing was not performed. It was noted the physician would perform hv testing on the rv lead when the device is changed out. The cause for the high out of range shock impedances remains unknown. At this time, this rv lead remains in service and there were no adverse patient effects reported.